Event description:
It was reported that this pacemaker exhibited oversensing on the right atrial (ra) channel. It was also noticed that after a short atrial tachycardia (at) episode, the ra rate became slow. Technical services (ts) reviewed the event and explained that this was normal device operation. No adverse patient effects were reported. This pacemaker remains in service.